Event description:
The customer reported that the battery was depleted and not holding a charge. The pump received its most recent preventive maintenance on 14-nov-2018. During device testing and investigation the device was powered up and displayed a battery depleted message with an empty battery icon. The device was connected to a/c power and a message to keep device plugged into a/c power was displayed. The device passed a self-test on a/c power, when the a/c power was disconnected the device displayed a depleted battery message and powered off. Additionally a review of the device logs indicated n56 replace battery and n252 depleted battery alarms. A new battery was installed and the change battery option was keyed, following which the device passed testing. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.